Event description:
The following info was reported to kci by the nurse: the pt had a foreign material alleged to be v.a.c. Granufoam dressing "stuck" in the patient's wound. On 5/19/2015, the following info was reported to kci by the nurse: due to the painful location of the patient's wound, scrotum, she was not able to remove the foreign material. The pt was hospitalized on (B)(6) 2015 for foam removal. V.a.c. Therapy was re-applied with no subsequent issues. On 5/26/2015, the following info was provided to kci by the nurse: on (B)(6) 2015, the pt was seen at the physician's office. Later that evening, the nurse presented to place v.a.c. Therapy back on and observed a "reddish glob at the base of the wound toward the rectum" that was allegedly v.a.c. Granufoam dressing. The nurse attempted to remove the foreign material but was unsuccessful and caused the pt "a lot of pain when pulling on it." The nurse soaked the wound with normal saline and left it over night. The nurse returned the following day, (B)(6) 2015, and was not able to remove the foreign material. The nurse spoke to the physician and the pt was hospitalized on (B)(6) 2015. On (B)(6) 2015, the pt underwent surgery in order to remove the foreign material. The pt was reported as "good." The v.a.c. Granufoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.